Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the posterior tibial artery with severe calcification and mild tortuosity. The command guide wire was attempted to be advanced through the introducer sheath and guiding catheter; however the wire would not cross due to the anatomy. Upon removal of the guide wire, a separation occurred inside the guiding catheter. The separated piece remained in the guiding catheter and the devices were removed together as a unit. A new command guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported separation was confirmed. The reported failure to advance was not unable to be replicated in a testing environment as it was based on circumstances of the procedure. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, the investigation determined that the reported issues appear to be related to operational context of the procedure. Factors that may contribute to failure to advancing the guide wire include, but are not limited to, challenging anatomy, device support, buildup of procedural contaminants, user technique, and/or damage to the guide wire. In this case, it is likely that the challenging anatomy contributed to the reported issue as it was reported that the command guide wire would not cross through the artery with severe calcification which likely led to the reported guide wire separation. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.